Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08690 inches. No over delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had over delivery. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that she eat dinner but did not bolus for dinner and later customer got a alert that she was going low and blood glucose was 66 mg/dl. The device will be returned for analysis.